Event description:
It was reported that the patient presented in clinic experiencing phrenic nerve stimulation and pain with right ventricular lead pacing. Device interrogation revealed low impedance and intermittent capture. X-rays revealed a micro-perforation. The lead was explanted and replaced. The patient was stable post procedure.